Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es mr balloon was advanced for dilation. However, during the first inflation at 10 atmospheres for a few seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event.